Event description:
It was reported to philips that a partial image was observed missing during fluoroscopy, with only half of the image being displayed. The system was in clinical use during the time of the reported malfunction. There was no harm reported. Philips has started an investigation of the complaint.